Event description:
It was reported that during a foot arthroscopy the implant broke. The device broke before the insertion in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2023: further information revealed that the device broke inside the patient. The device was not removed but did not obstruct further steps in the operation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-8979p-1 serial/batch number 14978548 was received for investigation. The received device for investigation arrived without the broken implant and the sutures. Functional test of the driver outer sleeve and the tb inner member molded swivelock found that the devices thread smoothly. Visual evaluation did not find issues with the returned parts. Visual evaluation of the attached picture; it was noted that the device was disassembled. The complaint cannot be confirmed because there is no picture of the broken implant, and the returned device was received incomplete.